Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the ccd module defective. Based on the result, we concluded that it was caused, due to the excessive force applied on the ccd module.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Foggy image, black dots, moisture under led cover glasses. This event occurred at the time of during inspection. There was no report of patient harm.